Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they visited their dentist as recommended and their dentist raised concerns about the difference in contact between their left side molars vs their right side. The dentist also said they have a significant open bite now as compared to before they started aligner treatment. Due to these issues the patient's dentist has advised them to stop byte aligner treatment immediately, which the patient has done. Patient's dentist informed them that they will need to get actual braces from an orthodontist. Patient provided a letter of recommendation from their dentist that states the patient presented with an open anterior bite, which was not there before treatment began. Dentist instructed patient to stop using aligners and to see an orthodontist as soon as possible. Dentist is very concerned about the open bite, current occlusion causing pain in the patient's tmj.